Event description:
The patient was undergoing a thrombectomy procedure in the anterior and posterior tibial arteries to place a femoro-popliteal bypass graft using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath. During the procedure, the physician completed one pass with the catrx. While aspirating and retracting the catrx, the catrx fractured mid-shaft within the sheath. The physician attempted to remove the fractured segment from the sheath with a snare device but was unsuccessful. A balloon catheter was used to pin the fractured segment of the catrx to the sheath and the sheath containing the fractured segment was removed. The procedure was completed with a new sheath and lysis infusion catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.